Manufacturer narrative:
Boston scientific became aware of potential re-implantation of a scs device on (B) (6) 2010. Currently, the investigation is underway. Info compiled to date indicates no reports of infection or other adverse events, nor any malfunctions of the device. Mfg records were reviewed and confirmed device was manufactured to specifications.

Event description:
Boston scientific became aware of potential re-implantation of a precision spinal cord stimulator.